Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot; however this review did find similar complaints for this lot number for the reported problem of leak non specific. The device was not returned for analysis; therefore, no evaluation could be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap transfer set leaked during peritoneal dialysis therapy. This event occurred during use with patient involvement. The patient used the minicap transfer set for a month. There was no patient injury or medical intervention associated with this event. No additional information is available.